Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-300s mg/dl) and the cause was not known. Correction boluses were delivered to address the bg level. The infusion set site was changed and no damage was observed. A pump system check was performed and no device issue was observed. Reportedly, the infusion set and cartridge were changed after this report. The customer declined tandem technical support's offer to follow up.